Manufacturer narrative:
Citation: hailin zhang, jiansheng zhang, jun ren, et al. Endovascular embolization of the ruptured intracranial aneurysms with detachable coils (a report of 141 cases). Chin j clin neurosurg the purpose of the article is to explore the techniques and efficacy of endovascular embolization of ruptured intracranial aneurysms with detachable coils. The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. This is a procedure related event. There was limited device and patient information available. Product code nexus coil - hcg axium coil - krd. Mdrs related to same article: 2029214-2017-00546 2029214-2017-00547 2029214-2017-00548 2029214-2017-00549.

Event description:
Medtronic received information through article review that during coiling treatment of cerebral middle artery aneurysm, when the first coil was put in aneurysm cavity , the aneurysm ruptured. Bleeding was prevented by quick packing. The patient was discharged with mild hemiplegia after positive treatment. Of 141 aneurysms, 100% occlusion occurred in 93 cases, 95% in 31 cases, 90% in 10 cases, <(><<)>90% in 5 cases and unsuccessful embolization occurred in 2 cases. Approx 127 patients were followed up for 3 to 33 months. The patients treated with nexus and/or axium coils.